Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated that the stylet/guidewire was kinked/buckled in various locations. The analyst indicated that when a new stylet was used, mechanical testing was passed. Analysis also indicated the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the physician had difficulty placing the right ventricular (rv) lead. It was noted that the physician "had problems getting the stylet down the lumen of the lead," and asked for an alternative lead. High impedances were also noted. The lead was attempted but not used and an alternative lead was placed. No patient complications have been reported as a result of this event.